Event description:
The initial reporter received questionable creatinine jaffe gen.2, glucose hk gen.3, and phosphate (inorganic) ver.2 results for five patient samples tested on the cobas 6000 c (501) module. Patient sample 1 glucose the initial result from the module was 227 mg/dl. The repeat result from another c 501 module was 151 mg/dl. Phophorus the initial result from the module was 6.1 mg/dl. The repeat result from another c 501 module was 2.5 mg/dl. Patient sample 2 creatinine the initial result from the module was 3.84 mg/dl. The repeat result from another c 501 module was 1.01 mg/dl. Glucose the initial result from the module was 219 mg/dl. The repeat result from another c 501 module was 137 mg/dl. Patient sample 3 creatinine the initial result from the module was 5.95 mg/dl. The repeat result from another c 501 module was 4.4 mg/dl. Glucose the initial result from the module was 200 mg/dl. The repeat result from another c 501 module was 117 mg/dl. Patient sample 4 creatinine the initial result from the module was 0.96 mg/dl. The repeat result from another c 501 module was 0.68 mg/dl. Glucose the initial result from the module was 208 mg/dl. The repeat result from another c 501 module was 125 mg/dl. Patient sample 5 creatinine the initial result from the module was 4.15 mg/dl. The repeat result from another c 501 module was 2.94 mg/dl. Critical results from other assays prompted the rerunning of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
Creatinine jaffe gen.2 - the reagent lot number is 861381. Glucose hk gen.3 - the last reagent lot number in the calibration data provided is 849768. Phosphate (inorganic) ver.2 - the last reagent lot number in the calibration data provided is 861364. The expiration dates were not provided. The field service engineer (fse) inspected the module and determined that an old bulb or dirty bath window had caused the event. The customer had replaced the bulb. The fse cleaned and aligned the bath window. He verified the module's performance with photometer checks, monitor checks, cell blank measurements, and precision checks. The customer performed successful calibrations and qcs. The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The investigation determined that the service actions resolved the issue.